Event description:
It was reported that a folfusor lv 10 ml/h had a ruptured bladder. This issue occurred during priming with fluorouracil. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the ruptured bladder could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination identified markings on the exterior surface of the bladder, near the rupture line. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.